Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire could not be inserted into the lead. The physician replaced several wires but none of them could cross the lead. The physician had to terminate the operation and planned to rearrange operation later. The physician commented the event was related to a product defect, the inner structure of the lead was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.